Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient was in pain from another medical issue. They stated their device was saying 'cable not attached.' The patient accidentally pulled their belt when pulling down their pants. They stated that one of the times they tried to void that morning, they had a strong urge to go, but were unable to, and had strong pain in their vagina. The following day, they mentioned a small bowel movement with pain, which was normal for them.